Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The product support advised customer to check the test set up on another unit to verify passing results and if so advised customer to replace the flow sensor assembly this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the oxygen flow accuracy test. There was no patient involvement.